Event description:
A report was received from a user facility in the USA stating the needle of the vitrectomy cutter was not moving or cutting while in the eye. Another vitrectomy cutter was used to complete the procedure. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device involved in this event was discarded by the user facility therefore no evaluation is possible. The sterilization and lot history records of this device were reviewed and found to be acceptable.